Event description:
It was reported that patient was having discomfort at the ipg site. Patient did not report any traumas only that the ipg was very uncomfortable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Postoperative, discomfort has resolved.